Event description:
It was reported to the co. On july 30, 1998, that a patient with an implanted esophageal stent experienced dehydration. An endoscopic procedure revealed a wire fracture in the stent originally placed. No further information could be obtained from the international facility. No product was returned for evaluation.